Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows that the signal not reliable (snr) was below 1500 before being inserted into the patient's body. Later, the snr dropped close to 0 after the pump was placed inside the patient's body. The snr trend and placement signal correlated throughout the case run. Impella was observed in the aorta/ventricular alarms were noted during the case run without any observed trend in motor current. As per the clinical data, the ps monitor was disabled after verifying the good position of the pump. The cause of the optical signal issue was not determined since product was not returned. Refer (B)(4) for aic related issue. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. The day after implant the pump alarmed and the team disabled the placement signal. Decision made to withdraw care and patient expired.